Event description:
This case was reported by a consumer and described the occurence of respiratory distress in a female patient who received poligrip (super poligrip extra care with poliseal) for loose dentures. A physician or other health care professional has not verified this report.